Manufacturer narrative:
(B)(4). Retainer ring=missing. Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked keypad overlay, end cap address label missing and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. Customer also reported that the reservoir was locking in place. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.